Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. As a result, the patient reported symptoms of lightheadedness and syncope. Technical services was consulted and recommended further evaluation of the right ventricular (rv) lead. This pacemaker remains in service. No additional adverse patient effects were reported.